Event description:
One patient sample with discrepant total bilirubin results. Initial result gave 73 mg/dl; repeat gave 34 mg/dl, a second sample was obtained which gave 8.8 mg/dl. Erroneous results were not reported. The field service representative determined the cause of the discrepancy to be due to a problem with probe b and replaced probe b. Performance tests were performed and within specification